Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum during a gastrointestinal anastomosis procedure performed on (B)(6) 2024. During the procedure, there was an attempt to deploy the stent, but it did not deploy. Subsequently, the physician tried to remove the stent, which became lodged in the working channel. Although the delivery system was successfully removed, it was discovered that the inner sheath containing the stent had detached and was left behind, stuck on the scope. The procedure could not be completed due to the unavailability of a clean endosonography scope. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good condition. Note: it was reported that the axios stent was intended to be placed for a gastrointestinal anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastrointestinal anastomosis procedure. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of tip detached. An axios electrocautery enhanced delivery system was returned for analysis. However, the stent and the inner sheath were not returned. Media inspection from provided photos confirmed the inner sheath was detached. A destructive inspection was necessary to identify torsion (rotational damage) of the delivery system, and the outer sheath was not found twisted. No other problems were noted with the delivery system. The reported event of stent failure to deploy cannot be confirmed as the stent was not returned for analysis. However, the reported event of inner sheath detached was confirmed. The investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events. Taking all available information into consideration, the most probable cause of is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for a gastrointestinal anastomosis procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed for a gastrointestinal anastomosis procedure. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum during a gastrointestinal anastomosis procedure performed on (B)(6) 2024. During the procedure, there was an attempt to deploy the stent, but it did not deploy. Subsequently, the physician tried to remove the stent, which became lodged in the working channel. Although the delivery system was successfully removed, it was discovered that the inner sheath containing the stent had detached and was left behind, stuck on the scope. The procedure could not be completed due to the unavailability of a clean endosonography scope. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good condition. It was reported that the axios stent was intended to be placed for a gastrointestinal anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastrointestinal anastomosis procedure. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."